Manufacturer narrative:
Takahashi, yuki, et al. (2026). A case of repeated inappropriate shocks after s ICD implantation, in which holter ECG identified the cause and enabled corrective management. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026. O127.

Event description:
It was reported per article of interest literature review that a man in his 50s was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) for primary prevention ventricular tachycardia (vt). The s-ICD delivered an inappropriate shock the day after discharge due to noise oversensing while the patient was washing their face. The s-ICD was reprogrammed from the secondary to primary sensing vector as a result, but, despite this, four additional inappropriate shocks later occurred. Investigation revealed intermittent changes in qrs and t-wave morphology due to intermittent bundle branch block, and t-wave oversensing was observed. The s-ICD was reprogrammed back to the secondary sensing vector and sensitivity gain was increased two-fold, after which no further inappropriate shocks occurred. The s-ICD system remains in service. No additional adverse patient effects were reported.